Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her place something over the rash and lifevest can be removed to let skin dry. Patient reported using a salve triamcinolone acetonide. It is unclear if this was prescribed or recommended by a medical professional. Follow up indicated that the rash is improving.